Event description:
Pt was revised to address pain. The pt had a loose stem, as well as pus-like capsular fluid, which was not infection but possibly a reaction to metal.

Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised to address pain. The patient had a loose stem, as well as pus-like capsular fluid, which was not infection but possibly a reaction to metal. Doi (B)(6) 2009 - dor (B)(6) 2010 (right hip). Update 12/21/2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: 10/11/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient activity level: active. September 3, 2014 updated patient and product codes. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup, metal wear, metallosis , infection and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 24 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges loosening of cup, metal wear, metallosis , infection and elevated metal ions. Added lawyer, facility name, patient harms, expiration date of head, liner and stem. Added cup on ip due to the alleged loosening of cup. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right hip).